Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged home on xarelto 20mg and aspirin. 2 weeks post procedure the patient was switched to plavix and aspirin due to a gastrointestinal bleed. 4 months post procedure imaging showed that there was a device related thrombus. The patient was put back on xarelto 20mg and aspirin and will have another imaging procedure in 3 months. There were no other patient complications that were reported.